Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at he common femoral artery via a terumo sheath (size unknown). Peri-procedure, the patient was anti-coagulated with angiomax, plavix, and aspirin. A pre-procedure femoral angiogram showed present of pvd/calcium in the vicinity of the access site and the vessel size to be 6.5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon lost pressure. The device was removed and a second mynxgrip vascular closure device 6f/7f was prepped and deployed. The balloon from the second device also lost pressure. The second mynxgrip vascular closure device 6f/7f was removed. The sheath was pulled out from the tissue tract at a later time when the anticoagulation levels were lower and manual compression was applied to the access site for approximately 20 minutes. Hemostasis was achieved after manual compression with no further complication noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear or the balloon, approximately 5mm from the balloon proximal tip the review of the lhr (lot f1303803) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00192 for the first device.